Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient said he had a problem with having to charge it every day. The patient said it has gotten worse over time. The patient had recently increased parameters. The patient also had a previous overdischarge event (which was previously documented). The patient said it would hold a charge for 24 hours, but last night all together it would not charge. The patient would get reposition antenna on the recharger. On the patient programmer he gets recharge ins battery. The patient said it is not the recharger because he can charge his other device no problem with the recharger. The patient has an appointment with his doctor on (B)(6). The patient wants a manufacturing representative (rep) to be at the appointment. The patient reported his body hurts so bad that he had to use the device every day. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.